Event description:
Facility reports that while transferring a resident using a sabina iiem from shower chair to wheelchair that the lift quit operating. Staff did not use either of the emergency lowering devices on the lift, but removed the resident physically. Staff reported that bruising showed up on the resident on sunday and they assumed it was from the transfer.

Manufacturer narrative:
Lift involved in reported incident was inspected by local distributor and no problem was found. Lift worked as designed. Facility offered remedial training to the staff on the proper use of this equipment.